Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device display failed and the device continued to ventilate the patient. There was no patient harm.

Manufacturer narrative:
Patient/user involvement: patient information was requested; none was provided. Device evaluation: the manufacturer's service technician confirmed the reported issue. Resolution and disposition: the service technician replaced the user interface to power management board cable to address this finding. The device successfully passed performance specification testing.